Event description:
A power source alert was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to plug the wall adapter into a known working outlet and wait at least 30 minutes to see if the pump would begin charging. Upon follow up, customer confirmed the pump was in working condition.